Manufacturer narrative:
Conclusion / root cause: this esprit / v200 2nd generation power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not operate on ac power and the backup battery was drained. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) verified the reported problem. The fse reported there was voltage to the power supply but no voltage to the battery. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications.